Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was no concern with the battery moving; the battery was in the appropriate position. No actions or interventions were needed.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient called their healthcare provider first but they were out of town. The patient stated their incisions were still healing and they noticed, the day before the report, that they could distinctly feel where the battery placement was. The patient stated it was right under the skin and it was not before, it was deeper, so they didn't know if it was out of place. The patient stated that they were concerned since it felt like it was pressing right against the skin, so if they happened to fall they would not want a battery broken inside their body. No further complications were reported.